Event description:
False (B)(6) advia centaur xp hbsag results were obtained for a patient sample. The patient sample was retested using the advia centaur xp confirmatory assay. The results (B)(6). A redraw was tested and the result was (B)(6). Repeat testing was performed on a separate date for the inital sample and the hbsag results were (B)(6). Both sample tubes were retested and the results were (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag results.

Manufacturer narrative:
The cause for the false (B)(6) result is unknown. Preanalytical sample handling is suspected. The instrument is performing within specifications. No further evaluation of the device is required.